Manufacturer narrative:
Results eval: investigation - smith medical international's investigation stated that the event sample was returned and it was confirmed that the inflation line was detached. A review of our complaints history confirmed this to be the first complaint for the two possible product lot numbers given and the first complaint of this nature for this product code. A technical documentation review was carried out which raised no anomalies. Root cause: we are unable to assign a definitive root cause for this incident, however, we have determined the potential root cause to be either, or a combination of the following: insufficient solvent was applied to facilitate a permanent bond. The inflation line has been subjected to a prolonged pulling force. The event sample reveals that the inflation line appears to neck (thins in diameter) at the point of exiting the inflation lumen. This would indicate the inflation line had been pulled and stretched. Corrective action: design and implementation of new solvent dispensers to better control the application of solvent. This was initially implemented in july of 2006 and the assembly process revised in december 2007. As a precautionary measure this file has been discussed with our mfg and quality personnel. In view of this being the first incident for this product code this complaint will be closed without the need for further corrective actions. This file is logged for trending.